Manufacturer narrative:
Analysis of the catheter revealed the catheter body was incorrectly sutured. There were indents on the catheter body at both ends of the pin connector. This indicated the suture may have been applied directly to the catheter body. There was no hole, break, or leak seen during pressure testing. (B)(4)

Event description:
It was reported that the patient reported symptoms of withdrawal and pain. A catheter dye study was performed, and the physician was not able to aspirate. Contrast dye was pushed through the catheter access port (cap) and dye was noted to flood at the pump connector site. The patient was taken for immediate catheter replacement. During the procedure, the reservoir volume was confirmed. The physician attempted to flush the cap with the catheter on and was unable. The physician then removed the catheter, and was able to flush the cap. Then the doctor attempted to flush the catheter only and was unable. A catheter occlusion was reported at the pump connector. The catheter was explanted and replaced. The product issue was resolved. The location of the issue or symptom was the catheter track. The patient status at the time of the event was alive no injury. The patient was doing very well and receiving effective therapy, and there were no further concerns. The pump system was being used to infuse morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8703, lot# j94142102, implanted: 1994 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.